Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that screws got broken when they were being screwed in. No patient injury reported. Back-up device available.

Manufacturer narrative:
One 8x30mm biosure regenesorb screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 3mm¿s of the distal threads have been broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. With the limited clinical details provided no root cause can be determined. It is difficult to perform an accurate evaluation of a failure without having the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if additional clinical information is received in the future the complaint can be reopened and evaluated. Event description updated.

Event description:
It was reported that screws got broken when they were screwing in. No broken pieces left in the patient. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.